Manufacturer narrative:
No conclusion can be drawn, as repair information to unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported the system shut down without command. No report of pt injury.